Manufacturer narrative:
The device was not returned for evaluation. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU. The following dates are estimated. Only the month/year is known: expiration date.

Event description:
This is the same case as MFR report# 3005188751-2011-00036, 3005188751-2011-00035, 3005188751-2011-00037, 3005188751-2011-00038, 3005188751-2011-00039 and 2030404-2011-00075. It was reported that during an atrial fibrillation ablation procedure, during the reconstruction of the anatomy, the doctor detected a possible hemorrhage in the pericardium. This was confirmed with ultrasound and the case was aborted. No further treatment was necessary but the patient was transferred to the intensive care unit for observation and is stable.